Manufacturer narrative:
Batch review performed on 10 february 2021: lot 181791: (B)(4) items manufactured and released on 26-june-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed on (B)(6) 2021 due to stem loosening. Primary details are unknown. The surgeon revised the stem and head. The surgery was completed successfully.